Manufacturer narrative:
The caregiver did not require medical intervention, due to the alleged event.

Manufacturer narrative:
The device was evaluated and returned to service.

Event description:
It was reported that the customer alleged that an IV pole fell and an employee cut their hand.

Event description:
It was reported that the customer alleged that an IV pole fell and an employee cut their hand. The caregiver did not require medical intervention, due to the alleged event.

Event description:
It was reported that the customer alleged that an IV pole fell and an employee cut their hand.